Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. No motor position encoder error alarm on alarm history screen. Motor passed motor test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the time on the pump is stuck. The customer stated that the drive support cap was normal. The customer stated that they went through airport security about a month ago. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.